Manufacturer narrative:
(B)(4). According to the gore® dryseal sheath instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to vascular trauma (i.e., dissection, rupture, perforation, tear, etc.).

Event description:
On (B)(6) 2014, this patient underwent endovascular treatment using conformable gore® tag® thoracic endoprostheses for a thoracic aortic aneurysm. Reportedly, when the physician removed the gore® dryseal sheath from the patient¿s body, a localized dissection was observed in a distal anastomotic part between a pre-existing y-shaped graft and a right external iliac artery. To treat the localized dissection, a gore® excluder® aaa endoprosthesis was implanted to cover the anastomotic part, and the patient tolerated the procedure.